Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint was verified. The accuracy test was out of specification which was caused by the position potentiometer. This is being monitored for trends and ca will be implemented if needed. The evaluation also showed many cracked and worn parts which is indicative of the device not being maintained properly by the customer. The saddle, slide door and syringe clamp were cracked. The worm gear, position potentiometer gear, female and male clutch halves were worn. The clutch actuator was replaced due to the clutch wouldn't open properly. It was noted that the tamper sticker was removed.

Event description:
The reporter stated the device was under delivering. States that the pump only delivers 9.6ml of a 10ml test volume. There was no patient injury or harm.